Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: imd49b-52 lead implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads triggered a lead warning for low impedance. The rv lead had higher impedance in the unipolar pacing configuration, so it was reprogrammed unipolar. It was noted that the ra lead may have been previously reprogrammed around the issue as it was already in the unipolar pacing configuration. The patient will be referred to a specialist to determine if lead replacement is necessary. The leads remain in use. No patient complications have been reported as a result of this event.